Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the blood glucose was running high and that the keypad was not fully responsive. The customer was treated with a manual injection. The escape button was not working. It was advised that the customer revert to a back up plan per a health care professional's instruction. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent escape button response due to flattened and creased dome. The keypad connector was inspected and no anomalies noted. The operating currents are within specification and passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had cracked battery tube threads and minor scratches on the lcd window.